Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately one day of data combined (02aug2020 to 3aug2020 per the timestamps). The log file captured intermittent power cable disconnect and low voltage advisory alarms due to the rsoc voltage on the black power cable dropping while connected to 14v batteries. The atypical alarms were not associated with power source exchanges or routine battery depletion. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on 03aug2020 at 15:09:13 to exchange the system controller. No other notable alarms were active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing with no issues observed. The integrity of the internal wires of the power cables was tested and the cables passed without issue. The controller was then disassembled for inspection of the internal components and no issues were observed. Additional provided information indicated that there have been no further reported issues since the controller was exchanged. The root cause of the reported event was unable to be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, (serial# (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low voltage and power cable disconnect alarm conditions, and the actions to take when the alarm occurs. Section 6 of the patient handbook, entitled ¿caring for the equipment¿, addresses how to properly care for and clean the equipment. Section 10 of the patient handbook, entitled ¿safety checklist¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an audible alarm when the patient changed positions and manipulated the controller. The alarm type was not described by the patient. The system controller was exchanged. The alarms resolved after the controller exchange. There were no adverse consequences.